Event description:
It was reported that the patient experienced stent thrombosis. An enroute transcarotid stent was selected for use in a left side transcarotid artery revascularization (tcar) procedure. Post procedure, the patient initially awoke agitated but was able to follow commands. Few hours later, she became unresponsive while in the post-anesthesia care unit (pacu). Subsequent imaging revealed thrombosis with minimal to no flow distal to the stent. The physician also reported that the patient experienced a middle cerebral artery (mca) stroke. A carotid endarterectomy (cea) was performed and the stent was explanted.